Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation, however; medical records were received for evaluation. Therefore, the investigation is confirmed for detachment, perforation, tilt and retrieval difficulties. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. (Device (B)(4)).

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf400f vena cava filter allegedly experienced detachment, perforation, tilt, and difficult to remove. The information was received from a single source. One patient was involved with no reported patient consequence. The patient was a (B)(6) female, patient's weight was not provided.